Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, an investigation cannot be performed. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the superior mesenteric artery (sma) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed the ruby coil in the target vessel using the lantern; however, due to the retrograde flow of the vessel, the ruby coil migrated into the splenic artery. The physician used a snare device to remove the ruby coil. While attempting to remove the coil, the physician was unable to track the lantern close enough to the ruby coil. Therefore, the lantern was removed and a non-penumbra microcatheter was used to remove the coil. The procedure was completed using other ruby coils and non-penumbra microcatheter. There was no report of an adverse effect to the patient.